Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13918. Related manufacturer reference number: 1627487-2021-13919. It was reported that the patient was not receiving effective therapy. Reportedly, the patient's right lead was exhibiting high impedances and reprogramming was unable to resolve the issue. As a result, the physician explanted and replaced the patient's system. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.